Event description:
Patient reported "leaking implant, silicone is throughout body and causing major illness, pain, brain tumour, epilepsy, psoriasis, colitis, ovarian cysts, and small lumps in glands and under skin and the fluid has been removed... A lot is in my lymph notes and has travelled throughout my body." Device remains implanted. This relates to the right side.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking implant, silicone is throughout body and causing major illness, pain, brain tumour, epilepsy, psoriasis, colitis, ovarian cysts, and small lumps in glands and under skin and the fluid has been removed... A lot is in my lymph notes and has travelled throughout my body."